Manufacturer narrative:
Initial reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the nurses cannot hear the alert signal coming from the monitors, only picture is working but no sound. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
H3 other text: not returned.

Event description:
The customer reported that the nurses cannot hear the alert signal coming from the monitors, only picture is working but no sound. The device was in use on a patient. There was no report of patient or user harm. The customer biomed suspected that the sound card is defective as the alarms were however still delivered and displayed. After the biomed had changed the whole surveillance hardware (hw), everything was working again. The customer did not come back with additional info after and the alleged device in this complaint was not returned or further evaluated by philips, therefore the alleged problem cannot be confirmed and cause is unknown.